Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The insulin pump was with the customer on arrival at the hospital but was removed and was not given to the family. It was reported that the customer was having very unstable blood glucose going from 14 mg/dl to 900 mg/dl. The next of kin does not have the insulin pump and feels that the hospital kept it, since it was not in the customer's belongings. No further details or information has been provided by the next of kin.